Event description:
Customer reported receiving a glucose result of "hi" (> 500 mg/dl), and then reported doubling their dosage of insulin based on this result. Customer then reported experiencing convulsions, feeling excessively sweaty, excessively urinating, and then the customer reported losing consciousness. A tube of glucose was administered by the customer's fiance. Paramedics were called, and the customer reported the paramedics received a glucose result of 3 mg/dl on an unknown brand of meter. Paramedics administered an additional tube of glucose, and after approximately 20 minutes had elapsed, a glucose result of 40 mg/dl was received by the paramedics.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.